Manufacturer narrative:
Twisted driver tip with a missing tip was observed after full cage expansion. The surgeon continued to actuate the torque handle multiple times at an undisclosed speed after the torque limit had already been reached. At this point, the surgeon should have paused and further loosened the disc space rather than continuing to apply torque. The excessive resistance from the unloosened disc space created stress beyond the instrument's design limits, causing fatigue and tip failure. Root cause is user abuse due to improper technique.

Event description:
When expansion driver was returned to the manufacturer, it was noticed that the driver tip was sheared off. After contacting the representative for the surgeon, it was found that during use of this instrument, the surgeon went to the maximum of the torque allowed by the mating t-handle and continued to turn the handle another 4-5 turns while connected to the expansion driver. No patient harm occurred and no delay in surgery. It was not initially reported to the manufacturer after the case that the driver tip had sheared off.